Event description:
It was reported that false altitude alarms occurred on device. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no further troubleshooting was completed and no corrective actions were documented.